Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the antibody screen test well images in question, which showed very slight red blood cell adherence, being classified as visually equivocal.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) with a galileo neo, when tested on (B)(6) 2017.